Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy video-assisted thoracoscopic surgery, while performing lung resection in breaking away from the lung tissue, the device did not fire. The surgeon was able to press the green button but the handle could not be squeeze. On the first firing the staples have been fired but did not touch the lung tissue. There was no patient injury.